Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited sensing anomaly, high capture thresholds and high impedance. The lead was capped and replaced. The patient was stable post procedure.